Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) could not be controlled. It was indicated that the display was out of specification, keypad was scratched, and several external components were broken. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) could not be controlled. The epg was returned for service. There was no patient involvement.